Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tube cutted event on 22-sep-23. The blood glucose level was over 400 mg/dl at the time of event therefore, the patient was treated with multiple daily injection.the event also led to leakage. No further information was available.